Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: device evaluated by MFR?, evaluation codes. The device was returned for evaluation. This is an ancillary service event. An internal/external visual inspection was performed and passed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Rite electrical testing passed. The device failed volumetric accuracy testing associated with rite functional testing. Simulated-use testing was conducted and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the failed volumetric testing was due to deteriorated piston foam. The piston foam was scrapped and the device was sent for servicing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.